Manufacturer narrative:
(B)(6). (B)(4). Product analysis analysis: during visual analysis it was confirmed that the device was used in patient, due to the shape of the balloon and the presence of blood on and in it. During functional analysis, it was not more possible to inflate the balloon due to a hole or leakage. Further analysis indicates that there is a hole on the distal peak of the balloon. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.

Event description:
It was reported that on an unknown date, intra-op, balloon rupture occured. No patient complications were reported.